Event description:
On (B)(6) 2013, (B)(6)noticed that shortly after starting the therapy there was a leakage on the gas exhaust port (lot number 70085412). (B)(4).

Manufacturer narrative:
(B)(4). On (B)(6) 2013 the customer reported this event to the FDA (B)(4).